Event description:
It was reported that, during a tibial orif, while impacting the nail, a 7/16 guide bolt broke. Furthermore, the doctor attempted to remove the broken fragment with several instruments and succeeded. Surgery was resumed, after a significant delay, with a backup device. The patient was not injured as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device did confirm the stated failure mode. The device threads fractured. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded as such: "as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. In addition, the provided complaint form was reviewed and did not aid in determining to root. Based on the information provided, the doctor attempted to remove the broken fragment with several instruments and succeeded. Reportedly, the surgeon completed the surgery after a significant delay using a backup device. Since there was no harm alleged to the patient as a result the reported significant delay, and no other complaints were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed." A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: additional information in d4 (lot number and expiration date), d9 and h4. H11: correcetd information in d4 (part number and UDI).